Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a damaged power switch and cracked tank cover. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device leaked from the cracked tank cover and power to the device was intermittent because the connection between the power switch and the printed circuit board (pcb) was damaged. Root cause was wear and tear damage from use of the power switch that was identified as a design issue. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the fluid warmer was leaking and had "electrical issues". Patient involvement unknown.

Manufacturer narrative:
Date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.